Manufacturer narrative:
(B)(4). (B)(6). Returned for investigation was a 30cc 7.0fr rediguard intra-aortic balloon catheter (iabc). Upon return, the teflon sheath was noted on the iabc. The short driveline tubing was noted cut; the remaining length of the short driveline tubing including the one-way valve was not returned with the sample. The bladder was fully unwrapped. Multiple kinks to the iabc central lumen were noted at approximately 29cm, 45.4cm and 59.7cm from the iabc distal tip. Dried purple substance was noted on the hemostasis cuff, cath-guard and iabc bifurcate. Dried blood was noted on the exterior surfaces of the returned sample. No obvious blood was noted within the helium pathway. The iabc central lumen was injected with air while beneath water, and a leak was immediately found at the luer end of the iabc bifurcate. The leak occurred through a crack noted in the bifurcate; the total length of the crack noted on the luer end of the bifurcate is 1.1cm. The catheter was unable to aspirated and flushed successfully due to the crack on the iabc luer end. A lab inventory short driveline tubing was connected to the iabc bifurcate. The iabc was leak tested and no leaks were detected. Full inflation was achieved. The device passed the leak test. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. The guidewire could not advance at approximately 26.5cm from the iabc distal tip due to the blocked central lumen. Blood noted on the guidewire upon removal. The guidewire was front loaded through the iabc luer. The guidewire could not advance at approximately 9.8cm from the iabc luer due to the blocked central lumen. Blood noted on the guidewire upon removal. The central lumen was likely blocked from dried blood. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for "blood leak to the atmosphere" is confirmed. During functional testing, a crack was found at the injection site of the iabc bifurcate for the central lumen, which caused the reported complaint. This crack could allow a leak to occur at the injection site of the central lumen. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the crack found on the bifurcate. The root cause of how the crack occurred is undetermined. The complaint finding is considered isolated. No further action required at this time. This will be monitored for any developing trends.

Event description:
It was reported " due to what appears to be a flaw in disposable device construction, there was a blood leak into the atmosphere". Additional information states that another catheter was placed into the same insertion site to continue therapy. No patient injury or consequence reported.

Manufacturer narrative:
Qn#(B)(4). Corrected data: section e.1.-name and address corrected to: (B)(6).

Event description:
It was reported " due to what appears to be a flaw in disposable device construction, there was a blood leak into the atmosphere". Additional information states that another catheter was placed into the same insertion site to continue therapy. No pateint injury or consequence reported.

Manufacturer narrative:
(B)(4). UDI number unavailable as complainant did not report a lot number.

Event description:
It was reported " due to what appears to be a flaw in disposable device construction, there was a blood leak into the atmosphere". Additional information states that another catheter was placed into the same insertion site to continue therapy. No pateint injury or consequence reported.

Manufacturer narrative:
Qn#(B)(4). Corrected data: section d.1.-brand name corrected to arrow rediguard iab: 7fr 30cc. Section d.4.-catalog# corrected to iab-s730c. The reported complaint that "there was a blood leak" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed.

Event description:
It was reported " due to what appears to be a flaw in disposable device construction, there was a blood leak into the atmosphere". Additional information states that another catheter was placed into the same insertion site to continue therapy. No patient injury or consequence reported.